Event description:
It was reported that a message of "invalid graph data information" was seen when trying to retrieve the electrogram for an atrial high rate episode. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.